Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause of the reported incomplete coaptation (slda/single leaflet device attachment) could not be determined. The reported off-label use (indication for use) was associated with the user using the g4 sgc with a g5 clip. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. After deployment a single leaflet detachment (slda) occurred. An additional mitraclip was then implanted to stabilize the first clip and further reduce the mr and the procedure was discontinued. The final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. After deployment a single leaflet detachment (slda) occurred. An additional mitraclip was then implanted to stabilize the first clip and further reduce the mr and the procedure was discontinued. The final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.